Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the parent's report, the patient fell out of her high chair in 2007, hitting her head on the implant side. The patient's parent's reported that the patient was unable to hear after hitting her head. The patient was evaluated by the surgeon who reportedly did an x-ray and saw no obvious problems with the implant. An integrity test was done about 4 days later. The results were reviewed on the same day, and were determined to be consistent with open circuits on all, but one electrode. Explant/reimplant surgery was recommended.